Event description:
According to the reporter: at setting of the trocar sheath a foreign piece fell out of sheath into the situs. It was removed. There was no patient injured, no extension of incision or surgery time, no blood loss, no tissue damage or loss, no change of procedure, no part fell into cavity, no reinforcement material used.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 01/23/2015.